Event description:
Product failed, while in use, on a pt. Powered down, failing to deliver augmented breath to a pt. The machine is used in conjunction with tubing and a mask. Once the machine failed the mask was removed nearly simultaneously. The alarm did sound, and there was no apparent adverse outcome. Dates of use: (B)(6) intermittently. Diagnosis or reason for use: respiratory insufficiency, cystic fibrosis.